Event description:
Additional information received, indicated that patient underwent surgical intervention wherein the ipg was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Further information requested but not available.

Event description:
It was reported patient's pc displayed the message replace generator soon. No further action has been planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.